Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, the suture was deployed; however, hemostasis was not achieved. A non-abbott device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Hemostasis was not achieved after apparent successful deployment as reported can be influenced by, but is not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all proglide devices undergo multiple suture-related inspections including, but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection all proglide devices undergo inspections to verify the suture is not damaged or deformed. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Based on the reported information and the inspection criteria, a definitive cause for hemostasis not achieved after suture deployment and the associated patient effects could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.